Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received two appropriate shocks. The first shock did not convert the arrhythmia. There was post shock undersensing resulting in a delay of the second shock. The patient went into ventricular fibrillation (vf) and the subcutaneous implantable cardioverter defibrillator (s-ICD) detected with some undersensed beats noted. The second shock converted the patient. Engineering reviewed and found that the first undersensing was due to high amplitudes followed by low amplitudes. The other sensed event was due to the tool displaying the shock blanking bar in the wrong place which is a tool display issue and not device related issue. Over 18 months later the patient received four shocks during non device related cardiac arrest. The first three shocks did not convert. The fourth shock converted the arrhythmia. Impedance measurements during the shock were 77 ohms. There also was an untreated event due to a premature ventricular contraction. A revision procedure was performed where the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted and a transvenous implantable cardioverter defibrillator (ICD) was implanted. The cause of the non conversion was unknown. However, review of the x-ray noted the coil on the electrode may have been placed too high, which could have contributed to the high defibrillation thresholds (dfts). No additional adverse patient effects were reported.